Event description:
Pt underwent a laparoscopy for vaporization of endometriosis, laser uterosacral nerve ablation, and lysis of adhesions on (B)(6)2010 as an outpatient. Procedure went well, and pt was taken to the recovery room in stable condition. During the procedure, a baxter solution called adept was used - it is an anti-adhesive solution which is reabsorbed. We received word that the pt was seen in another facility on (B)(6)2010 "several hours" after the surgical procedure. She was diagnosed with (B)(6). The surgeon believes the adept solution may have caused the peritonitis as he has never seen a complication like this in many years of performing these procedures. Dose or amount: 1500 ccs, frequency: once, route: intraperitoneal. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: past history of adhesions.